Event description:
Analysis of the device found that the polytetrafluoroethylene (ptfe) was peeled off of the guidewire. No clinical consequences were reported to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the guidewire polytetrafluoroethylene (ptfe) was peeled off at approximately 36.0cm from its proximal tip. The coating appeared to be scrapped off of the guidewire with the torque device collet. The guidewire hydrophilic coating was found present and not anomalies were observed, and the guidewire measurements were found within specifications. During functional evaluation the guidewire was loaded and advanced through a test microcatheter without restrictions. The guidewire was also attached to a torque device and one to one torque was checked and no issues were encountered. The device directions for use (dfu) caution: ¿securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)¿. Based on the information available and analysis results, a root cause of dfu instruction not followed has been assigned to this investigation.

Event description:
Analysis of the device found that the polytetrafluoroethylene (ptfe) was peeled off of the guidewire. No clinical consequences were reported to the patient.